Event description:
Reportable malfunction: novo nordisk a/s received a novopen 1.5 device from italy with the following complaint: "malfunction not specified." There was no indication of an adverse event. Result and conclusion of MFR's investigation- on 9/9/99 novo nordisk established that the collar on the piston rod nut was broken off. Another fault was also found on the device: internal part (nut cap) has become loose. The device was not able to deliver any insulin as the pushbutton could not be depressed. Conclusion- the fault "collar on piston rod nut broken off" was evaluated as a reportable malfunction.